Event description:
The customer alleged that he performed a control test using his breeze2 meter and received a low result of 42 mg/dl. The normal control range was not provided, but should be around 115-160 mg/dl. No adverse events were alleged. No product will be returned. A new breeze2 meter kit was sent to the customer.